Event description:
The account contacted an abbott customer technical advocate to report low patient results were being generated across several parameters on their cell-dyn 1700 analyzer. Specimens with low results retested low and were reported and questioned by a physician. Low flags, which are related to the reference range, were generated by the instrument. Controls were within range. One patient had a hemoglobin result of 4.4 g/dl which repeated at 12.5 g/dl. No impact to patient management was reported.